Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The meter's memory did not observe "getting the same result over and over again".

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter had been giving the same reading of 109 mg/dl "for months". The customer stated he could not use his adc meter and was using his neighbor's meter instead. On june 20, 2016 the customer was unable to test because his neighbor was unavailable. At 8:30 am the customer injected himself with 40 units of 70/30 insulin, and was waiting until 9:00 am to eat breakfast. The customer subsequently experienced a loss of consciousness, and was found unconscious by a friend. 911 was called, and upon arrival, paramedics reportedly obtained a blood glucose reading of "0" mg/dl on their meter. An intravenous glucose drip was administered to the customer on scene. The customer's blood sugar was reportedly fluctuating between 25 and 50 mg/dl, and after an hour, paramedics decided to transport the customer to the emergency room. In the ER the customer continued to be treated with intravenous glucose and monitored until his blood sugar stabilized. The customer was discharged at 5:30 pm, and reported his last blood glucose reading at the hospital was 150 mg/dl. There was no report of death or permanent injury associated with this event.